Manufacturer narrative:
Unique device identification (UDI) : (B)(4). The valve was returned for evaluation: device history record - lot 3945858, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 180mmh2o. The valve was hydrated. The valve passed the test for flushed, leak, reflux, siphon guard and pressure. The catheters were irrigated, no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The potential cause of failure for the poor flow problem reported by the customer could have been due to biological debris and a buildup of protein, no issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the hakim valve was blown out with a syringe before implantation. The water flowed slowly, so the physician decided to replace it with a new product in case of valve failure. There was no surgical delay or adverse consequence to the patient reported.